Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an or positioning pillow, the customer stated that the patient's nose was touching the sheet on the or bed since the pillow did not hold its form like it should have. The patient's skin on nose was compromised since it was in contact with sheet on bed for extended period of time. No medical intervention was required.